Event description:
Report received of a non-delivery of ancef. The pt with a high-pressure injection injury receiving ancef. According to the customer contact, the IV ancef was not infusing. The pump display appeared as though fluid was infusing, but no fluid was being delivered. The pump was never sent to the biomedical dept and was kept in use in the clinical area. No pump serial number was identified. There was no reported adverse pt event. No medical interventions were required. The customer contact was unable to determine what troubleshooting techniques were attempted to resolve the issue or why the pump was not removed from clinical service.